Manufacturer narrative:
The system and microscope were inspected by a service technician on 03/10/08 and found to be operating properly. The product labeling provided information regarding phototoxic tissue injury recommending, among other things, use of the lowest light setting possible, reducing the exposure time to minimum, and taking precautions to cool the surgical field.

Event description:
The user facility reported an incident described a patient burn on the right ear. The patient underwent surgery during which an ioban drape was used as well as a surgical microscope. The microscope was placed approximately 220 to 250 millimeters away from the patient, with the light intensity set to 50%, for approximately one hour. The doctor indicated there were a total of 6 patients who were allegedly burned.